Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A .035in, 300cm ex/c tip back-up meier guide wire was advanced to cross the lesion. However, during the procedure, the wire coating peeled off . The peeled off coating was found inside the patient and was retrieved from the patient's body. No patient complications were reported.